Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter ¿particulate contamination¿ was found in the fluid path of a bd plastipak¿ 50ml concentric luer lock syringe. There was no exposure, injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: defect: foreign matter. It has been received one picture for investigation. On visual inspection of the picture received, it can be observed a particle inside the syringe. The composition of this particle cannot be determined since it cannot be appreciated in the picture but it seems plastic. DHR of lot 1710230 has been reviewed not finding any annotation or deviation regarding the alleged defect. In the assembly machine there is a blowing system for barrels previous to the assembly process to plungers. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): visual inspection molding: 2 injections per shift. Printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. Functional inspection printing: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. Assembly: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. Primary packaging: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. Since the composition of the particle cannot be appreciated in the picture, its origin cannot be confirmed and the root cause cannot be determined. There is a project open (#1443) to reduce the occurrence of foreign matter in this product. The incident is reported to area manager. Investigation conclusion: since the composition of the particle cannot be appreciated in the picture, its origin cannot be confirmed and the root cause cannot be determined. There is a project open (#1443) to reduce the occurrence of foreign matter in this product.

Manufacturer narrative:
Investigation results: one picture, two sealed, and three opened samples of 50ml ll of lot number 171020 was received by our quality team for investigation. Upon visual inspection of the picture and in three of the syringes, a particle inside the syringe can be verified. Upon inspection at 10 magnification it can be verified that these particles are polypropylene particles. These particles come from molding and transport processes. A device history record review of lot 1710230 found no non-conformances associated with this issue during production of this batch. In the assembly machine there is a blowing system for barrels previous to the assembly process to plungers. Equipment of manufacturing line is regularly cleaned according to procedure. The root cause of this incident is from the molding and transport processes. Based in severity and occurrence not formal CAPA is required according to internal procedure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.